Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Device not returned as of this date.

Event description:
The customer reported several monitors experienced communication loss at the central station.